Event description:
During the case, the harmonic scalpel stopped working. The instrument was given to the scrub staff to clean and the blade of the harmonic scalpel broke off as the tip was gently cleaned. All pieces were recovered. No harm to patient.device #1is this a laboratory device or laboratory test?no.